Event description:
It was reported from (B)(4) that during service and evaluation, it was determined that the motor device had vibration, a damaged flex circuit, the cable was damaged, the device was worn, the locking components were damaged, the etching was illegible, the device was making excessive noise, and the speed could not be controlled/changed. It was further determined that the device failed pretest for visual assessment, cable assessment, no short circuit between phases and connector body, no short circuit between hall sensors and connector body, no short circuit between 5vdc line and connector body, no short circuit between sensor gnd and connector body, noise assessment, and hand control assessment. It was noted in the service order that the device that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device did not work was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had vibration. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI (B)(4).